Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Event description:
Caller indicated the relion prime meter was producing high readings. He took reading with prime meter and it said 282 so he took the prescribed number of insulin units based on that reading. Shortly after he started feeling dizzy, sweating and weak feeling. He has a confirm meter that he used previously and still had some strips left so took reading with that and it read 51 which matched how he was feeling. He went to the kitchen and ate a tsp of sugar so his blood sugar would go up. About two hours later he took a test with confirm meter and it was around 123. He has been using the prime meter about 2 1/2 weeks and feels the prime readings are not consistent with the way he feels. His usual readings are between 100-120. Technique and storage are good. Controls not used. Replacing product.